Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported a discrepancy in control points from prescribed to delivered in the second field onwards, it added an extra control point at the beginning with the total mu from the previous field.

Manufacturer narrative:
Section b1 updated information section h6 updated coding section h10 additional information the investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product. The investigation found that there was a display discrepancy of the treatment that was delivered. A small amount of the data was inadvertently displayed on the wrong field originating from the previous field that was treated. This is a display issue only after the treatment has been delivered according to the prescription. The treatment was delivered and recorded correctly. This would not cause patient harm since it only impacts display of the historic record after treatment delivery and not the actual record.